Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion exposing the outer coil was noted at 4.6 cm to 4.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).